Event description:
It was reported that shaft break occurred. Vascular access was obtained via right femoral artery. The target lesion was located in a calcified and not very tortuous obtuse marginal/left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was introduced for pre-dilatation. While advancing the balloon over the non-boston scientific wire, the shaft broke. The balloon and the fractured shaft were removed and the procedure was completed with another emerge balloon. There were no patient complications nor injuries reported. It was further reported that the target lesion had 90% stenosis and was mildly tortuous and severely calcified.

Manufacturer narrative:
Date of event updated from 10/01/2020 to 10/08/2020.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via right femoral artery. The target lesion was located in a calcified and not very tortuous obtuse marginal/left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was introduced for pre-dilatation. While advancing the balloon over the non-boston scientific wire, the shaft broke. The balloon and the fractured shaft were removed and the procedure was completed with another emerge balloon. There were no patient complications nor injuries reported. It was further reported that the target lesion had 90% stenosis and was mildly tortuous and severely calcified.

Manufacturer narrative:
D4 lot number corrected from 0024924831 to 24924837. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 18.1cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Event date: used the first day of the month of aware date as there was no date provided.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via right femoral artery. The target lesion was located in a calcified and not very tortuous obtuse marginal/left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was introduced for pre-dilatation. While advancing the balloon over the non-boston scientific wire, the shaft broke. The balloon and the fractured shaft were removed and the procedure was completed with another emerge balloon. There were no patient complications nor injuries reported.